Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that the touch screen was unresponsive. The customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer performed a supply change as well as administered a correction bolus via the pump to address the bg.